Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the unit is not delivering insulin. The blood glucose reading was 160 mg/dl. Prior to the event, the patient ate and went on a trip to australia. The customer states that they are very careful with the device. The patient was advised to monitor the blood glucose levels and look for any trends. No further information was provided.